Event description:
Customer stated that the drill overheated during testing. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device was returned to the manufacturer and device evaluation was performed which revealed that the device emitted excessive noise and vibration. Internal components were evaluated which revealed that the presence of corrosion throughout the device. Corrosion can increase the friction among the rotating components of the device which can result in the generation of heat.